Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead impedance was 320 ohms unipolar and less than 100 ohms bipolar and there was possible lead insulation degradation. It was also reported the patient had pocket stimulation. The lead was replaced. No patient complications have been reported as a result of this event.